Manufacturer narrative:
Concomitant product: product ID: 3877, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the lead migrated after implant. The lead was anchored and the patient was doing well, but two weeks later the lead migrated again. The lead was repositioned, but the patient was not able to ambulate. The patient had a burning sensation and less than 50 percent therapy relief at the lead location. The patient¿s healthcare professional (hcp) turned the implantable neurostimulator (ins) off and the patient was doing well with it off. The hcp was considering explanting all of the devices or replacing the lead. The patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.